Manufacturer narrative:
.

Event description:
Per the audiologist, the patient reported decreasing auditory performance when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function. The results of electrode tests were unclear. The results of a repeat integrity test (date not reported) were also unclear. Due to decreased performance, explant/reimplant surgery was recommended but had not been scheduled at the time of this report, 2008.